Event description:
It was reported that during opening, it was found the white cap of the tube was split. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was received inside a plastic bag without the original packaging. It was noticed that the female luer was broken. A review of the manufacturing process was conducted by a quality engineer in order to verify there are no situations or practices that could create the event. A review of the leak testing performed was conducted in order to verify that was properly performed; no discrepancies were detected during the testing. An audit of the final visual inspection process in order to verify was 100 percent inspection; no discrepancies were observed. The training records of the operators of the l-70 line were reviewed; no discrepancies were found. Thirty-two random samples from the production run mentioned above were taken and visually verified. None of the samples presents any visual defects, cracks or damages on the luers. Thirty-two samples were assembled and leak tested by manufacturing procedure and no leaks were found. Production performs 100 percent visual inspection to components and assembly in order to verify that there is no deformed or damaged components in the assembly that could cause a bad functionality of the device. Production must check the previous bond made, before continuing to bond. Production personnel performs a 100 percent leak tested where the defect can be detected. The root cause of the issue could not be determined.